Manufacturer narrative:
Us reporting agent notified on (B)(6) 2013. Manufacturing site evaluation: evaluation on-going, awaiting return of product.

Event description:
Country of complaint: (B)(6). Cespace xp 16x5 have been implanted, afterwards a quintex platedynamic, length: 40mm, outside 18mm screws, in the middle 16mm screws. Drilling jig was pre drilled. Shared thread was laying in the operating area. No extension of operating time.